Event description:
It was reported that an alert was triggered due to high impedance on the low voltage portion of the right ventricular (rv) lead. The rv lead also exhibited low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implanted: (B)(6) 2005, product ID: d224trk bi-ventricular defibrillator, implanted (B)(6) 2009, product ID 419478 implantable pacing lead: implanted: (B)(6) 2005. (B)(4).